Event description:
Tvt(tension free vaginal tape) was exchanged (B)(6) 2018. On (B)(6) 2023, the patient was found to have a small section of plastic material found during a colectomy which could have been a section of the tvt; 3.2 x 2.3 x 1.5 cm firm, green-gray, calcified portion of material adherent to blue-green synthetic-appearing apparent suture material.